Event description:
It was reported that during implant attempt the helix would not deploy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fracture (overstress); full lead was returned and analyzed. Lead was received with helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector. Inner insulation kinked/buckled. Outer insulation breached cut. The lead is also stretched. The lead is damaged at implant. Blood/body fluid in/on proximal conductor(not obstructed) and helix/lobe mechanism.